Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had rainbow discoloration, rejecting new batteries, motor errors, unexplained or random no delivery alarms, rewind sound if fainter, plastic chips off when changing reservoir, clock was slow and rewind takes longer. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment, rainbow color or time/clock anomaly was noted. No rewind anomaly, motor error alarm, prime/fill anomaly or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked reservoir tube lip and no broken/missing part noted. (B)(4).